Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specifications with accurate readings.

Event description:
The customer called and reported that her sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. During troubleshooting, customer's blood glucose was 227 mg/dl while the sensor gave a reading of 56 mg/dl. The customer also received a bad sensor alert, following a second consecutive calibration error. Troubleshooting was performed. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.